Manufacturer narrative:
Further info will be provided pending the conclusion of the MFR's investigation.

Event description:
We have received a report from the (B)(6) medical center of (B)(6) of an incident where a pt was trying to adjust his position in bed since recently he was in for hip surgery. The pt reached for the trapeze gray handle and began to support himself when it snapped and hit his left upper leg. Immediately, the nurses came to assist him and the pt stated that he was fine and did not sustain any injuries. No bruises or cuts were reported. Although, no injury was sustained we are reporting the incident because of a potential for serious injury if the malfunction were to recur.